Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that he experienced low blood glucose levels after incorrectly blousing. Customer stated that the incident was from user error and not the device malfunctioning. Customer's blood glucose level was 49 mg/dl at time of event. Informed customer of bolus feature and learning material. Nothing further reported.